Event description:
It was reported that the trial lead had no stimulation and had high impedance during the intra-operating testing. The lead was removed and replaced by a new lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.